Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose level and had alleged that the insulin pump was over delivering. The customer¿s blood glucose level was 65 mg/dl at the time of the incident. Customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump and reservoir will not be returned for analysis.